Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 40 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2021, 3714 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 11-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 40 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2021, 3714 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). There is concern for medial migration of the device. [Device migration] chronic pelvic pain [pelvic pain female] aub [abnormal uterine bleeding]. Dysmenorrhea [dysmenorrhea]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("there is concern for medial migration of the device.") In a 40 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of paratubal cyst, penicillin allergy, allergic reaction to antibiotics, hernia repair, sexually transmitted disease, post-traumatic stress disorder, pulmonary stenosis, gerd, depression, anxiety, esophagogastroduodenoscopy, ulcer, back pain, abdominal pain, hematemesis, right lower quadrant pain, upper abdominal pain, vomiting, nausea, parity 3 and multi gravida. Is having regular bowel bladder habits. She is sexually active. Lmp was weeks ago. Has iud for contraception. Previously administered products included: ciprofloxacin for uti and phenergan, zofran, prozac, pepcid and promethazine. On (B)(6) 2010, the patient had essure inserted. Essure was removed on (B)(6) 2021. On unknown date she experienced device dislocation (seriousness criterion intervention required), pelvic pain ("chronic pelvic pain"), abnormal uterine bleeding ("aub") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (robot-assisted total laparoscopic hysterectomy, bilateral salpingectomy). At the time of the report, the outcomes for pelvic pain, abnormal uterine bleeding and dysmenorrhoea were unknown. The reporter considered abnormal uterine bleeding, device dislocation, dysmenorrhoea and pelvic pain to be related to essure administration. The reporter commented: after deployment of the device there were approximately coils trailing. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 16-jul-2025: medical records received. Reporter information, patient notes, medical history, lab data, reporter causality comment added. Event medical device removal updated with events: medial migration of the device, aub, dysmenorrhea, , chronic pelvic pain. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.